Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there were 3 instances of battery life w/damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 13 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to battery compartment cracks. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 13</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-65 years of age and between 135 and 139 pounds. Of the reported patients, 5 were male and 8 were female.